Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, no capture occurred. The ipg was removed, and after two tests, thrombus noted on the device. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.